Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a drop in sensing as well as a rise in impedance. It was also noted that lead exhibited loss in capture. The lead was repositioned on (B)(6) 2019. Patient was stable.